Manufacturer narrative:
(B) (4). Conclusions: as received, the fixation mechanism was blocked within the electrode housing, which does not to conform to specifications. However, blood residue was found inside the electrode housing, which was determined to be the most likely cause of the mechanism blockage, since upon removal, extension and retraction of the helix was regular. The subject device was implanted in the patient on (B) (6) 2009. No event attesting to abnormal function of the lead's fixation mechanism during the implant was reported to the manufacturer. In addition, this function tested normally at final inspection prior to packaging. The physician is instructed to confirm radiologically that the helix is extended during the implantation and to pull gently on the lead to verify that it is properly secured in the endocardium (B) (4).

Event description:
According to the report of the physician, a revision to reposition the subject lead was performed after 4 months of implantation due to lead dislodgement. This dislodgement was confirmed utilizing x-ray and electrical measurements. As reported, "the helix does not rotate when trying to screw-in, but does not extend." Therefore, it was "impossible to fasten the lead", and another lead was implanted instead.